Event description:
Customer reported the system will not turn on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. Ge representative also found electrical problem in customer's facility. Customer called in contractor to repair the electrical problem. After electrical repairs were made, the system was tested and operates as intended.